Event description:
The filter in the storage pipe is installed reversely.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of photos from the customer was performed. The first image captured cartridge snapped fit with the delivery catheter sheath in jugular approach and second image captured filter deployed incorrectly (hook down) and hence, the complaint was confirmed. Root cause was not identified because there was no evidence found verifying that filter was incorrectly loaded backward during investigation in the manufacture area. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Event description:
The filter in the storage pipe is installed reversely.

Manufacturer narrative:
Sample is not available for return. Images were provided for investigation. A follow-up report will be submitted once the images are evaluated.